Event description:
Philips received a complaint from the customer on the v60 indicating that the device touchscreen is not responding. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the touchscreen looks damaged, but lcd screen is intact. The customer is requesting onsite service to have the manufacturer's field service engineer (fse) replace the touchscreen and test device. The (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue.